Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient reports the pod infusion site had a large welt as well as a lump and was warm to the touch. The patient reports being diagnosed with an abscess at the pod infusion site. The patient was given antibiotics to treat the infection. No additional information has been provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.